Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the returned devices finds nothing outward to suggest product problem. A search of the complaints databases against the product/lot code combinations finds no other reports. Third party sem and sem-edx analysis found that the material observed in the dark part is a mixture of components derived from the human body (body fluid), such as carbon and oxygen, and components derived from artificial joint materials. It was assumed that si, mo and cr are materials from the head, and ti is from the stem. Co was not detected. The main components of the substance found in the bright part were o, mo, ti, cl and others. A higher level of o was found in the bright part compared to in the dark part, and high levels of components derived from artificial joint materials (si, mo, ti and cr) were detected. Although ca was not detected, it was assumed that phosphate found there was a component derived from the bone (calcium phosphate). Patient demographics, x-rays, revision operative notes, and other additional information was requested but not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified.

Event description:
The patient was revised due to soft tissue reaction, the patient complained of the swelling and pain around the hip.